Event description:
It was reported by the customer "leaking". Additional information received 06/06/2022: nursing staff experienced leaking at hub connector it was reported this occurred with seven devices. This report addresses the third device.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1242 showed forty-three other similar product complaint(s) from this lot number.